Event description:
Pt reported she experienced hyperglycemia of above 400 mg/dl for several days. She delivered insulin via the infusion device without success, and her husband told her insulin does not flow out of the infusion tube. She switched to a different infusion device, and her blood glucose returned to a normal level. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.